Event description:
The customer reported to olympus, the gastrointestinal videoscope had defects in the histroacrylic attachments. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the foreign material in the channel tube, air/water tube, air/water cylinder, and distal end cover was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: the air/water cylinder had no color, the suction cylinder had no cover, switch 3 has scratch, the up/down knob had discoloration, due to a cut on the heat shrinking tube of the forceps elevator lever the expected insulation capacity could not be obtained, the plug unit had a scratch, due to the wear of the angle wire the bending angle in the down direction did not meet the standard value, the objective lens had a chip, the connecting tube had a scratch, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the areas where the foreign material was detected, and it was unknown if there were any deviations in the reprocessing that was performed. Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.